Manufacturer narrative:
Based on the currently available info, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Add'l info has been requested from the pt, however at this time no add'l info has been provided. As reported there has been no diagnosis of the mesh being related to the alleged bowel issues from the pt's md. The perfix plug was alleged to have been well incorporated into the tissue, there is no indication that the plug is in contact with the bowl. The pt alleges that upon explant the onlay patch was noted to be "contracted and "balled up". However, the patch was discarded by the user facility and not available for eval. The IFU notes that the onlay patch is used only if there is adequate apace for it to be placed. Without a lot number a review of the mfg records could not be conducted. Recurrence is identified in the IFU as a known possible complications. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The pt alleged that in 2000, she underwent right inguinal hernia repair using a bard/davol perfix plug and patch. Several years later, in 2006, she alleges that she had a colonoscopy in which the large intestine is said to have been tortuous and enlarged, the entire large intestine could not be examined. In the following years, the pt alleges that she began experiencing some pain in the area of the right inguinal patch and on (B)(6) 2013, she underwent repair of a right recurrent indirect inguinal hernia which the previous perfix plug onlay patch was noted to have been "contracted" and "balled up", this onlay patch was removed. The surgeon noted the plug to have been so well incorporated into the tissue that it would be too dangerous for the pt, to try and remove it. The recurrent hernia was repaired primarily without mesh. The pt alleges that she continues to have some unresolved bowel issues and is concerned about the plug being left implanted in her. The pt is concerned there is some correction between the existing plug and her bowel issues. There has been no diagnosis of the mesh being related to the bowel issues from her md.